Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk noted. No unexpected a33 alarms noted during our testing. The insulin pump passed displacement test, rewind test and prime/a33 test. The insulin pump has minor scratches on the lcd window, broken reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and missing the end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system when changing the infusion set and reservoir. The customer's blood glucose was 94 mg/dl. The customer stated that they continued insulin pump therapy despite receiving the alarm. The customer confirmed that the drive support cap of the insulin pump was loose. The customer was advised that the insulin pump needed to be replaced. The customer was advised to revert to a back-up plan per healthcare provider's instructions. The customer was informed that a replacement insulin pump would be sent. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.